Event description:
A 20g IV was being started in right hand. Blood return gotten and was unable to thread catheter. Went to remove cath and hit the button to retract the needle and it did not work. Attempted again to thread the cath but was unsuccessful. Had to pull out needle which was still attached to cath. FDA safety report ID # (B)(4).